Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report "funnel alarm." There was no reported patient involvement.

Event description:
The customer contacted philips healthcare to report that the device failures to boot up and red x appeared in the rfu. There was no reported patient involvement.